Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought to the electrophysiology lab for right atrial (ra) lead revision. X-ray revealed the ra lead was dislodged. The ra lead was explanted and replaced. The right ventricular (rv) lead was electively explanted and replaced as the physician wanted to put the rv lead in a rv his position. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the retracted helix with traces of blood. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.